Event description:
Customer reported her sensor readings are inaccurate, sending her insulin pump into false threshold suspend modes. She stated the alarm constantly wakes her up in the middle of the night. The device would go into threshold suspend mode, but customer's blood glucose was 130 mg/dl. Customer eventually stopped using the sensors. She used to insert in her leg. Customer would calibrate when every time she checked her blood glucose and when it was rising. Then she started calibrating twice a day. Customer was advised of proper sensor calibration methods.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).